Event description:
The surgeon reported that a pt, who had undergone a mitch cup revision in (B)(6) 2011 (please see per (B)(4)) encountered pain and another infection afterwards. The consultant reportedly revised the whole stem and found black metal debris at the stem/neck interface. The stem was replaced with an antibiotic hip spacer.

Manufacturer narrative:
This is the same pt/event as MFR # 9616680-2012-00284. A supplemental report will be submitted upon completion of the investigation. The pt's revision in (B)(6) 2011 is documented under MFR#'s 9616680-2012-00282 and 9616680-2012-00283.